Event description:
New information received notes no programming changes were made, the patient was being monitored, the patient was stable.

Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.

Manufacturer narrative:
Further information was available but was not available at this time.